Event description:
The customer contact reported a separation. The tubing set was being used to deliver ancef 1gram/50ml. The customer contact reported that approximately 20 minutes after the infusion was started, the tubing separated from the inlet port of the backcheck valve on the tubing set. It was reported that 10ml of solution leaked. The customer contact reported that the tubing set was not replaced. There were no reports of adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the tubing separated from the inlet port of the backcheck valve of the tubing set. This was due to insufficient solvent application. This report represents all the information known by the reporter upon query by hospira personnel.